Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was unable to fire, and unable to squeeze the handle. The doctor attempted to fire the stapler with a reload and the device would not fire. The first assist pulled back on the black lever at the top to open the jaws and then they replaced the stapler handle with a new one and they were then able to fire the reload successfully. There was no patient involvement in this event.